Event description:
IV pump alarming occlusion. Nurse responded and assessed insertion site to find PICC leaking. Called nnp to bedside as well as dr discontinued PICC. Placed severed piece in biohazard bag and left for nursing director. The catheter was appropriately placed and secured as per policy. This catheter was in the patient's right foot. No injury to patient.